Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticmo12.1 implantable collamer lens, -11.00/+1.5/080 (sphere/cylinder/axis), within the same surgery due to low vaulting. The lens was exchanged for a longer lens within the same surgery and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens with moisture on the lens. Claim#: (B)(4).